Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was experienced diabetic ketoacidosis on unknown date. Customer reported that they received no reservoir detected error though the insulin pump was present in the insulin pump. The insulin pump will not be returned for analysis.